Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred because the video function did not work properly due to partial break on the cable. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, deformed cable with heavy twist marks, internal elements loose within the cable, and damage on key tops were observed. The probable cause of the malfunctions was due to mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.